Manufacturer narrative:
(B)(4).

Event description:
In the past 2-3 months, the patient has had to increase stimulation to feel, but experienced a shock sensation in certain positions. The impedance measurements were normal but combinations with 2 were 53 ohms. The patient's current program was -1 and +2 with impedances at 1157 ohms. All the values were in range. The patient was not tested in different positions. The ins was switched to 2v and 3v and appeared to receive good stimulation at 2v compared to previously needing 8v. It was later confirmed that the current impedance measurements were normal and everything appeared to be fine. A new program was added. The patient was not receiving the coverage he needed and was going to follow up with his doctor. Additional information has been requested.